Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils in the vertebral artery. During the procedure, while deploying a ruby coil into the aneurysm, it unintentionally detached. A micro-snare device was required to successfully remove the ruby coil from the patient. The procedure continued using a new ruby coil. There was no report of an adverse effect to the patient.